Event description:
Pt is a (B)(6) y/o female pt who presented with multiple right sided rib and hemothorax fractures following a fall from a horse. She had multiple displaced fractures, as well as a retained right hemothorax. The provider performed a right vats procedure, and evacuated her hemothorax, and a external reduction and internal fixation of the right 5th, 6th and 7th ribs using the kls martin system on (B)(6) 2019. She had an uncomplicated recovery. The provider saw her in the office on (B)(6) 2019 for postoperative check, at which time she had a chest x-ray that visualized the rib plates, which looked intact at this time. The provider was later contacted after the pt had a CT scan of the chest on (B)(6) 2019, and performed for f/u of her lung disease, which incidentally found that at least two plates (6th and 7th rib), and possibly also the 5th rib plate were fractured. The provider saw her back in clinic on (B)(6) 2019. The pt had very little symptoms and decided not to pursue a re-operation at this point in time. Reporter was not made aware of this event until (B)(6) 2019, when the medical team determined this to be a possible mfg issue.